Manufacturer narrative:
Initial reporter address- full name of the establishment is (B)(6). The subject device was received and evaluated. The model number was kd-v411m-0720. The lot number was 24k with supplementary information number of ¿20¿. (Manufacture date: ((B)(6) 2022) device evaluation has confirmed the reported issue of ¿the tip of the knife wire was broken¿. Investigation was carried out to confirm the broken portion. The broken portion was found scorched and melted. In investigation performed in the past, a coated portion damage was duplicated by heat generation due to an electrical discharge. The shape of the coated portion of the subject device was similar to the shape confirmed in the past investigation result. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. ·process inspection sheet. ·quality inspection sheet. ·nonconforming product report. IFU (instruction for use): this instruction manual contains the following information. (Drawing no.gk6224 revision no.9). Therefore, it would be possible to prevent this event from occurring. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. It can be inferred that heat generated by an electrical discharge caused damage of the coated portion. Olympus will continue to monitor complaints for this device.

Event description:
It was reported, the tip knife was broken on the device kd-v411m-0320 with lot 26k. The issue occurred during a therapeutic endoscopic sphincterotomy (est) procedure . The device was replaced with another model kd-v411m-0720 with lot 24k, however, the same problem occurred. The device was replaced with another device (similar device with model and lot number not provided) . The intended procedure was completed using a similar device . No patient harm or injury reported. No user injury reported as the result of the event. This event includes two reports; report with patient identifier (B)(6) (event 1 of 2) . Report with patient identifier (B)(6) (event 2 of 2) . This report is for report with patient identifier (B)(6) (event 2 of 2) .